Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s (mg/dl) and heavy ketones determined to be dangerous approximately 3 weeks ago. Customer went to the emergency room where they were treated with intravenous fluids and an unspecified medication. Customer's bg levels returned to target, ketones disappeared, and customer were released the same day.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.